Manufacturer narrative:
H6. Investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Ventricular fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: clinical stated pump was shallow but unclear details provided why the pump became shallow. The root cause of the positioning issue cannot be determined due insufficient clinical data. Hemolysis (miwb): the root cause of hemolysis issue most likely was improper positioning issue since hemolysis resolved after repositioning.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a sixty-one-year-old male patient was receiving support with an impella cp device for cardiomyopathy. During support, the patient experienced multiple episodes of ventricular tachycardia during and after device insertion. The patient also demonstrated evidence of hemolysis based on laboratory results. Epinephrine was initiated, and an echocardiogram was performed to facilitate device repositioning. The patient initially survived the procedure but later passed away while receiving palliative care.

Manufacturer narrative:
Clinical assessment: a sixty-one-year-old male with acute myocardial infarction complicated by cardiogenic shock required mechanical circulatory support. An impella cp was implanted through the right femoral artery without difficulty. Day 1: during and immediately after the insertion procedure, the patient experienced several episodes of ventricular tachycardia requiring clinical intervention. The patient was stabilized and transferred to the intensive care unit. Day 2: hemolysis and positioning issue identified: laboratory samples were found to be hemolyzed. A bedside ultrasound assessment showed that the impella cp was positioned too shallow at approximately two point three centimeters. The device was repositioned to approximately three point two centimeters. Following repositioning, lactate levels decreased and hemolysis improved. Day 3: the patient remained critically ill, with extremely limited heart movement on ultrasound and persistent hemodynamic instability. Continuous renal replacement therapy was required due to no urine output. Attempts to add additional medications to support heart function resulted in further instability. Palliative care was consulted, and the family elected to continue temporary support until relatives arrived. Day 4: wean trial and explant: a morning trial to reduce support was performed. Afterwards, the patient was transported to the cardiac catheterization laboratory for impella removal. The device was removed without difficulty, and two perclose devices were used to achieve hemostasis. The patient returned to the intensive care unit. Post-explant outcome: after impella removal, the patient's condition continued to decline due to underlying cardiogenic shock and multiorgan failure. The patient did well initially after explant but declined and chose palative care and passed a few days after explant.